Manufacturer narrative:
Product name not known due to product unspecified by the complainant. Product common name not known due to product unspecified by the complainant. Lot number not provided by the complainant. Product expire date unk as lot number not provided by the complainant. Product catalog number unk as product unspecified by complainant. Surgeon name not provided by the complainant. Implant date not provided by the complainant. 510(k) unk as product was unspecified by the complainant. Product manufacture date unk as lot number not provided by the complainant. Root cause inconclusive due to lack of details provided by the complainant.

Event description:
The pt was reportedly implanted with an unspecified MFR's "mesh product" designed primarily for the purposes of treating pelvic organ prolapse and stress urinary incontinence. The pt and her attorney have alleged that as a result of this product being implanted in the pt, the pt has experienced pain and injuries necessitating medical treatment. The following info was not provided by the complainant: specific info of the alleged injury, specific info regarding whether intervention was performed, specific info regarding why intervention was performed or what type / to what extent intervention was performed, specific correlation between device performance and alleged injury, current pt status.